Event description:
It was reported that a patient enrolled a clinical study underwent left hip resurfacing procedure on (B)(6) 2007. Subsequently, the patient underwent a revision on (B)(6) 2009 due to a femoral neck fracture and pain. All components were removed and replaced with a total hip system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.¿